Manufacturer narrative:
Per patient's surgeon, the patient was reimplanted with a new device on (B)(6) 2011. The device is not available for analysis. This report is filed (B)(4) 2013.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss, subsequent to an impact to the implant site. The patient was reimplanted in (B)(6) of 2011 (exact date not reported).

Manufacturer narrative:
(B)(4). Device unavailable for analysis.

Manufacturer narrative:
Correction: the correct patient identifier is (B)(6); not (B)(6) as previously reported. This report is filed (B)(4) 2013. Device unavailable for analysis.